Event description:
During a lap rectum resection, the first firing of the device was successful. The device was reloaded, the surgeon fired the device and was unable to release the trigger. The sigmoid was clamped by the instrument. The surgeon has to open the abdominal cavity to finish the procedure.